Manufacturer narrative:
Inspection of the explants revealed a variety of wear patterns at the bottom surface of the set screw. This contact surface is the surface that interacts with the rod to create a stable construct. The two most cephalad set screws of the construct (left and right) displayed a wear pattern indicative of a non-normalized rod at final lockdown. The wear patterns on the explanted rod indicate a non-normalized set screw contact as well as translation of the set screw along the rod. None of the explanted set screws revealed any significant wear or shear/deformation of the threads, and no evidence of screw back out. Based on the review of the explanted product, the wear patterns indicate that screw disengagement is a result of a non-normalized rod at final lockdown.

Event description:
Patient was bending over and heard two "pops". On (B)(6) 2018, the surgeon took films and noticed the rod had translated in the top two screws but were still in the polyaxial screw heads. The set screws also remained intact within the polyaxial screw heads. On (B)(6) 2018, the surgeon took more films and noticed that the tips of the rods had dislodged from the polyaxial screw heads from both of the top two screws. The set screws continued to remain intact. Revision surgery was conducted (B)(6) 2018 to remove the arsenal system previously implanted on (B)(6) 2018. The construct, located at the l2 thru s1 was replaced with an alternative system.